Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the distal rca exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated eight times using two balloons. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning. After pre-dilation the stent was sent, but the stent could not pass or advance through the lesion. Excessive force was used to advance the stent and the deformation occurred on the strut of the stent. Another stent was used to complete the procedure. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported.

Manufacturer narrative:
Product analysis summary: a kink was evident on the hypotube 6.2cm distal to the strain relief. A kink was evident on the transitional tubing 33cm proximal to the distal tip. Deformation was evident to the distal shaft from 4cm to 25cm proximal to the distal tip. The stent was not positioned on the balloon between the marker bands as per specifications. The stent was not in spec due to deformation and stretching, causing distal struts to move over the distal markerband. Deformation was evident to the stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.